Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in tubing was defective/damaged it was reported that "hole in the esxtension of the device, the leaking occurred when the cateter was installed, on the return there was already a leak, lot number 4081414, product purchased from the manufacturer itself.

Manufacturer narrative:
DHR review: the complaint lot# 4081414, sku is (B)(4), assembly in suzhou plant1 on 2024.apr.8, a planned lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: picture provided and showing leaking on the extension tubing. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, result is within specification as well. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, damage is detected on catheter and cause a leakage, the possible reason is as below: 1. The raw material has defect. 2. Component damage happened during assembly. Current manufacture process has taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test. We cannot identify which step causes the damage or it's a raw material defect. The retained sample appearance inspection and leakage test is performed, not defect detected, with this we cannot decide the root cause, only analyze possible reasons.

Event description:
No additional information available.